Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 04-aug-2016 which refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Shortly after essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, excessive rashes, excessive hair loss, and pain during intercourse. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. On (B)(6) 2014, she underwent surgery to remove her essure coils. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. One year and 6 months later, she underwent a surgery to remove essure coils. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this pain prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding/ heavy menses"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abdominal pain lower ("severe cramping"), fatigue ("fatigue"), inflammation ("inflammation") and hypersensitivity ("allergic reactions"). The patient was treated with surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, rash, alopecia, dyspareunia, abdominal pain lower, fatigue, inflammation and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dyspareunia, fatigue, hypersensitivity, inflammation, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: potential legal summon document received, new reporter, product indication and new events severe cramping, fatigue, inflammation and allergic reactions added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up information received on 14-set-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. One year and 6 months later, she underwent a surgery to remove essure coils. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this pain prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Product technical analysis concluded that there is no relationship between the reported medical event and quality defect. Further information will be obtained through litigation process.